Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an unknown transmitter error. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event was confirmed. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was received for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the test failed. A review of the data log confirmed the reported event of an unknown transmitter issue. A root cause could not be determined.